Event description:
During the procedure the neuroform microdelivery stent would not deploy. No injury was reported to have occurred with the patient during the procedure. The procedure was not complete, will bring patient back. On investigation of the device it was noted that the catheter was separated at 3.0 cm proximal to the clear junction.